Event description:
I have had 7 hip revisions due to metallosis, infection, loosening and intractable pain on both hips. I have suffered severe complications of osteomyelitis to vancomycin resistant enterococcus that has a 35 percent mortality, and on this last revision I suffered from wound infection in the same hip. I am not completely out of the woods yet. I had the ultamet system in and converted it to plastic. I am still having pain and weakness due to the severe synovectomy done on me due to metallosis.